Manufacturer narrative:
(B)(4). The device was manufactured november 6, 2013 to november 7, 2013. The device was not received; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of a small volume folfusor was cracked. It was not specified when in the process this was noted. There was no patient involvement. No additional information is available.